Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging esophageal cancer. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per device evaluation received on 12/01/2025: the dreamstation bipap pro was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed a slight dust like contaminate on the ui (user interface) panel, ui knob, philips pollen and ultra fine filters, top enclosure, rear panel, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the interior of the rear panel. Potential no clean flux on the sd (secure digital) card slot on the pca. The device was missing the sd card. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.